Event description:
It was reported that the patient was calling their doctor with a report of an alert every four hours. There was t-wave oversensing (twos) with low amplitude r-wave noted on the patient's right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated rv (right ventricular) oversensing. Twos was identified on vt-ns episodes. Diminished r-wave sensing as r-wave amplitude has been low since implant. Current measurement is 2.9mv. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009; ilxc181885 stent graft, implanted: (B)(6) 2007; bfxc2816165 stent graft, implanted: (B)(6) 2007; ilxc1616135 stent graft, implanted: (B)(6) 2007; iexc161655 stent graft, implanted: (B)(6) 2007. (B)(4).